Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced pain, infections, vaginal scarring/shrinkage, pain with sexual intercourse, urinary problems, and bowel problems. She was forced to return to her doctor several times because of these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.